Event description:
It was reported that this implantable pacemaker alerted for intrinsic amplitude out of range on the right atrial (ra) lead. The presenting electrograms (egms) show intermittent atrial undersensing of atrial fibrillation (af). Review of programmed parameters was recommended. The battery longevity is normal, and this alert will not retrigger until the device is interrogated with a programmer. The device remains in-service. No adverse patient effects were reported.